Manufacturer narrative:
Awaiting return of product to conduct quality investigation.

Event description:
Meter had higher readings than doctor's office meter. Cn states meter had a reading 244 and dr. Meter read 81.